Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7138279. UDI: (B)(4).

Event description:
It was reported that after completing the scheduled deep brain stimulation (dbs) procedure, the drapes were pulled off the patient revealing a small section of the lead extension protruding from the patients neck. The physician assessed that the tunneling tool had exited and then reentered the skin during the placement of the extensions. The patient underwent an additional procedure wherein the lead extensions were removed therefore sutures closed the perforations and dermabond was applied. The physician elected replacing and repositioning both lead extensions as such completing the procedure. Analysis of the devices was not performed as they were disposed by the facility. The patient did well post-operatively.

Manufacturer narrative:
Corrections to section f10 and section h6 impact codes made. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7138279. UDI: (B)(4).

Event description:
It was reported that after completing the scheduled deep brain stimulation (dbs) procedure, the drapes were pulled off the patient revealing a small section of the lead extension protruding from the patients neck. The physician assessed that the tunneling tool had exited and then reentered the skin during the placement of the extensions. The patient underwent an additional procedure wherein the lead extensions were removed therefore sutures closed the perforations and dermabond was applied. The physician elected replacing and repositioning both lead extensions as such completing the procedure. Analysis of the devices was not performed as they were disposed by the facility. The patient did well post-operatively.